Manufacturer narrative:
The meter was returned to animas. A radio frequency communication error issue was found in the meter download. Cancelled bolus doses were discovered in the meter history. The pump and meter powered up normally and paired successfully. Bolus doses were executed using the meter remote and the pump and meter gave cancelled bolus warnings. The pump and meter passed radiofrequency testing and the error could not be duplicated.

Manufacturer narrative:
The pump and meter remote have been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed. Serial # field, (B)(4) refers to the meter remote and (B)(4) refers to the pump.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that a meter remote communication issue was cancelling her bolus deliveries. Due to the alleged issue, the pt claimed that she has had elevated blood glucose (bg) levels. The pt claimed that her bg's would rise to the "400's" mg/dl. The pt was unable to provide any specific bg values or date of occurrences. In one case, the pt claimed that she developed a symptom of vomiting. The pt denied receiving medical attention. In cases where she realized that the boluses were cancelled, she reviewed the bolus history and delivered the remaining insulin and correction. On (B)(6) 2011, the pt contacted animas. A review of the pump's history at that time revealed on (B)(6) 2011, 10:40 am, 2.0 of a 3.30 unit bolus was cancelled. The pt denied that she had pressed any buttons. The pt claimed that the meter remote displayed 3 bars for rf communication and no associated alarms were observed. The pump and meter remote were replaced on (B)(6) 2011. On (B)(6) 2011, a f/u contact between the pt and animas was made. The pt indicated that the new pump was working great. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed a symptom of vomiting that can be associated with a severe hyperglycemia.